Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the connector was damaged due to external force. However, the specific cause of the faulty connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit connector was detached from the front panel. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to mishandling. In addition, a new front panel was required due to contamination. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.